Event description:
It was reported that the patient died in the hospital after open heart surgery. Reported was: the "[patient] coded" about twenty to thirty seconds after the manufacturer's representative had finished checking the patient's pacemaker when thresholds, sensing and impedances were "normal." The patient's rhythm was reported as (B)(6) going to ventricular fibrillation, cardiopulmonary resuscitation was performed and the chest was split during that time. The physician stated that neither the pacemaker nor the pacemaker testing were suspected as being related to the patient's death. Additionally, no new high ventricular rates were found on (B)(4) pacemaker interrogation. Per the (B)(6) certificate of death, the cause of death (cod) was sudden cardiac arrest and ventricular fibrillation. "[C]onditions contributing to death but not resulting in the underlying" cod listed as: coronary artery disease, "recent pacemaker [illegible word]" and cardiac arrhythmia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.